Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced diabetic ketoacidosis. Customer's blood glucose level was unknown. Customer is reporting a past event and reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. The reservoir and insulin pump will not be returned for analysis.